Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a healthcare professional from a clinical study reported an event where the subject lived on a farm with an 8000 volt electrical fence that he had bumped into on several occasions. No diagnostic tests had been performed and interventions involved reprogramming the settings on (B)(6) 2016. No hospitalizations were related to this event. Etiology was noted as the neurostimulator being reset to 0 volts. The outcome was resolved without sequela the day of reprogramming.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp) of a clinical study. It was reported that the technical observation of the issue was the implantable neurostimulator (ins) re-set itself. It was also reiterated that the patient lives on a farm with an 8,000 volt electrical fence that they have bumped into on several occasions. The patient was reprogrammed on (B)(6) 2016 and the issue resolved the same day.

Manufacturer narrative:
This date value was updated to (B)(6) 2016. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.